Event description:
As reported, a 6f exoseal vascular closure device (vcd) was used for hemostasis, however hemostasis was not achieved and closure failed. Manual compression was then used to achieve hemostasis. There was no reported patient injury. No resistance or friction occurred during device advancement, and connection with the sheath was smooth. The device was deployed properly with an audible click, without difficulty, and removed as a single unit. No pulsatile bleeding was observed¿only oozing¿and no plug drop was noted upon removal. The operator performed the deployment at a 40° angle. The indicator showed pulsatile blood flow had stopped, the device was withdrawn by 1 cm, and the indicator window turned solid black before the plug deployment button was pressed and the device removed. The operator reported that after plug deployment and manual compression, there was still oozing from the puncture site. The procedure involved a lower limb arterial stenosis recanalization, performed via retrograde puncture through the right femoral artery using a 6f cordis short sheath. The physician has many years of experience using the exoseal vascular closure device. The exoseal vcd was used during an interventional procedure, stored and prepared per the instructions for use (IFU), with no visible damage prior to use. Suitability of the femoral artery was confirmed via angiography, with vessel diameter =5 mm. There was no visible calcium, plaque, nearby stent, or significant stenosis. The site had not been previously closed within 30 days, and no hematoma, fistula, or pseudoaneurysm was noted. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, d10, g3, g6, h1, h2, h3. As reported, a 6f exoseal vascular closure device (vcd) was used for hemostasis, however hemostasis was not achieved and closure failed. Manual compression was then used to achieve hemostasis. There was no reported patient injury. No resistance or friction occurred during device advancement, and connection with the sheath was smooth. The device was deployed properly with an audible click, without difficulty, and removed as a single unit. No pulsatile bleeding was observed¿only oozing¿and no plug drop was noted upon removal. The operator performed the deployment at a 40° angle. The indicator showed pulsatile blood flow had stopped, the device was withdrawn by 1 cm, and the indicator window turned solid black before the plug deployment button was pressed and the device removed. The operator reported that after plug deployment and manual compression, there was still oozing from the puncture site. The procedure involved a lower limb arterial stenosis recanalization, performed via retrograde puncture through the right femoral artery using a 6f cordis short sheath. The physician has many years of experience using the exoseal vascular closure device. The exoseal vcd was used during an interventional procedure, stored and prepared per the instructions for use (IFU), with no visible damage prior to use. Suitability of the femoral artery was confirmed via angiography, with vessel diameter =5 mm. There was no visible calcium, plaque, nearby stent, or significant stenosis. The site had not been previously closed within 30 days, and no hematoma, fistula, or pseudoaneurysm was noted. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in the depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was in the black/white/red position. No additional anomalies were observed during this visual analysis. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device as it was received fully deployed with no plug returned. The internal components did not have any abnormal conditions noted. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) was used for closure and hemostasis, however hemostasis was not achieved and closure failed. Manual compression was then used to achieve hemostasis. There was no reported patient injury. The procedure involved a lower limb arterial stenosis recanalization, performed via retrograde puncture through the right femoral artery using a cordis short sheath. The operator performed the deployment at a 40° angle. The indicator showed pulsatile blood flow had stopped, the device was withdrawn by 1 cm, and the indicator window turned solid black before the plug deployment button was pressed and the device removed. The physician has many years of experience using the exoseal vascular closure device. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.